Event description:
Per the audiologist's report, no link with the device could be obtained during surgery. The device was left in the pt's ear and rechecked in 2007. No communication with the device could be obtained. The device was explanted and an new device was reimplanted the next five days.